Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate antitachycardia pacing and high voltage therapy due to an inappropriate rate branch classification. Programming changes were recommended. No further information is available.